Manufacturer narrative:
Regulatory reporting is the responsibility of the manufacturer; this report was unnecessarily submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the physician that this introducer model has had blood slowly egressing into the valve during several cases. No patient complications were reported for these other cases.